Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having heart disease and stroke. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an dust like contaminate along with hairlike fibers on the philips pollen filter, potential 3rd party ultra fine filter, and the bottom enclosure. They observed dust like contaminate was also on the ui panel, ui knob, top enclosure, keypad, rear panel, accessory module and sd cover flip doors, pca, blower motor, and the blower box. They observed keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to directly address the symptoms specified. Section-d, e and h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having heart disease and stroke. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.